Event description:
On 6/27/95, a size 4 airway was inserted into pt undergoing wrist surgery. Device was inflated with 20cc of air. Operative medications included fentanyl, propofol, reglan, morphine, ancef, nitrous oxide and isoflurane. On 6/30/95, during follow-up call, pt complained of severe sore throat, difficulty swallowing and intermittent hoarseness. On 7/3/95, pt saw an ent specialist, who reported a healing ulceration in the posterior hypopharynx. On 7/7/95, pt reported sore throat was improving.